Manufacturer narrative:
The serial number initially reported was for the defibrillator.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that they found the battery low. There was no reported patient involvement.